Event description:
It was reported that a user returning from international travel experienced multiple low glucose alerts from a dexcom g6 with concurrent sensor errors and large discrepancies versus fingerstick, including a phone app displaying readings in the 40¿50 mg/dl range while a concurrent fingerstick measured 383 mg/dl; the user later reported a fingerstick of 43 mg/dl, and the case was documented as hyperglycemia with cause unclear alongside cgm signal loss and troubleshooting and education completed for the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included user education on treating lows without delay, guidance to replace the dexcom sensor due to persistent sensor errors and discrepancy, and a recommendation to contact the cgm manufacturer. Investigation of this case revealed cgm signal loss with erroneous readings contributing to discordant data relative to capillary measurements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.